Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the balloon ruptured. The pci treated the 100% stenosed target lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. An introducer sheath was used and a non bsc guide wire was advanced and crossed the lesion. Then a 1.5x8mm apex balloon catheter was advanced to pre dilate the lesion, but did not cross. The guide wire was exchanged to an unspecified support wire and the apex balloon catheter was again advanced, but did not cross the lesion. It was noted that blood leaked into the balloon on the 2nd attempt. Upon removal of the device, balloon damage was noted. The procedure was completed with another unknown device. There were no patient complications and the patient's condition was listed as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors.